Manufacturer narrative:
The packaging missing the lot number and expiration date was likely caused by 2 tyvek lids being stuck together during the printing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open umbilical hernia repair procedure and mesh was used. The mesh was placed and when the surgical team went to document the sterility, they noticed the product did not have a lot number or expiration date on the packaging. The mesh was removed and another mesh of the same product code was pulled and used for the procedure. There were no adverse consequences for the patient.